Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probe b leak. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the t- valve on the reagent syringe.